Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that an altitude alarm occurred while the customer was at the beach. The customer 's blood glucose level was not impacted.